Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain. It was reported that last night pt went to charge their implant, and when they plugged their recharger into the controller the screen went black and unresponsive. Pt said the controller had just been charged to 100% and their implant was at 30% when the controller went blank. Pt tried to plug controller back into ac power, but controller still wouldn't turn on. Pt used aa batteries, and successfully got screen to come back on, but was unable to charge their implant. The manufacturer's patient services specialist (pss) started to walk pt through steps to reset controller. While collecting model/serial number information, pt said they were unsure where they had placed the battery pack. Troubleshooting was unable to be performed, as pt did not have all their equipment available. The issue was not resolved. Pt looked for equipment for some time, but was unsuccessful. Pss instructed pt to call back when they f ind their battery to progress into troubleshooting. Additional information was received from the pt. Pt called back and mentioned they had all their equipment with them and was ready to troubleshoot. During the call, the pt reset their controller and the controller responded. Pt reported the controller screen turned on when plugged into the ac power supply with the li battery pack not installed, but when the li battery pack was installed, the green indicator light did not illuminate. Pt reinstalled li battery pack again, but the green indicator did not come on. Pt unlocked the controller and the controller displayed "battery empty: cannot provide stimulation. Recharge implanted device." Pt unplugged the ac power supply, and the controller went blank/unresponsive.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.